Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 24-feb-2017, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported that they were unable to aspirate the catheter. The issue occurred on (B)(6) 2020. There were no environmental/external/patient factors that may have led or contributed to the issue. ¿multiple links noted in cath, one by injex anchor.¿ actions that were taken to resolve the issue included replacing the pump and catheter on (B)(6) 2020. New catheter is a flowonix catheter. The product was returned to the manufacturer for analysis. The issue was resolved at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the model 8782 catheter component (serial number: (B)(4)) revealed kinks in the catheter body. Analysis of the model 8784 catheter component revealed no significant anomaly; the catheter was returned incomplete / in segments. The returned pump was interrogated and as per the logs the following medications were being administered: fentanyl (concentration 2,000.0 mcg/ml, dose rate: 1,301.7 mcg/day), bupivacaine (concentration: 20.0 mg/ml, dose rate: 13.017 mg/day), and hydromorphone (concentration: 3.3 mg/ml, dose rate: 2.1478 mg/day). Correction: the device code (B)(4)was not previously coded in error. If information is provided in the future, a supplemental report will be issued.